Manufacturer narrative:
(B)(4)

Event description:
The pt experienced symptoms indicative of underdose: sweating, blood pressure of 180/127, and pulse of greater than 100. The pt was at home and in fair condition. A dye study was later performed and revealed a kinked catheter. The catheter was replaced and was not to be returned to the MFR for analysis. The pt was doing well following replacement. The pump contained lioresal, concentration and dose not provided.